Event description:
It was reported that this left ventricular (lv) lead had a threshold measurement of 1.sv at .4 ms and outputs were programmed to 2v at .4 ms. Intermittent pauses were noted on telemetry which were likely due to loss of capture. Outputs were increased to mitigate the loss of capture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).